Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Customer's blood glucose was 157mg/dl.